Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n351854, product type: adapter. Product ID: 3391s-40, lot# v556815, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was contacted while they were ¿inpatient.¿ it was unknown if the reason for being inpatient was related to the device or not. They were told they needed to charge the ins to 100% as they only charged to 50% every day. Basically, they charged enough to use it the next day but it was not enough should the patient go longer than a 20-24 hour time frame, the battery got lower and lower and they were at risk for a discharged battery. The patient started to have a change in therapy one month prior to report. There were no trauma or falls that were reported.

Event description:
It was reported it took the patient 6 hours to charge the day prior to report so it ¿hit 100 at six¿ because of the low charge in the morning. It was noted, it was at 75 at 7pm and 50 at 6am the morning of the report. It was noted the patient would charge to 100% and let it deplete down to 25% and they would note the number of days it would take to get to 25%. It was further reported an estimated recharge interval was calculated. It was noted the patient only charged up to 75%. There were no electrodes out of range. Additional information received, reported the patient only charged up to 50% or slightly above that. It was noted the battery at that level lasted 20+ hours before it was back down to the last quartile. Based on the implantable neurostimulator recharger (insr) data, the patient only used about 25% of their battery every day and they would basically charge it for what they needed the next day. It was noted some of the impedances were in the 600-700 range. It was noted the ins took a charge as expected. It was further reported an estimated recharge calculation was performed and based on the calculation of 2.96 days on full charge of their battery, this would allow them to charge every other day. The patient felt the ins drained quicker when at a fuller battery. They had seen some values that were on the low side for impedances, but they ¿were still on the normal side of things.¿ the patient felt the depression that they had when the other battery had gone out the last time. Additional information received reported there were no low impedances found. It was noted electrode and therapy impedance checks were performed and none were found. The patient received therapy. Additional information received reported on (B)(6) 2014 the patient was ¿inpatient¿ for unknown reasons. The patient started to feel the ¿same as she did with the depression as she did before when their battery got low." They started to have a change in therapy a month prior to report and no trauma or falls were reported.